Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. It was noted that the patient had a patent foramen ovale (pfo) closure device that had to be transept around. Because of the transeptal, the position was not coaxial. The physician made four (4) attempts with the 24mm closure device and double curve was before realizing a steerable sheath was needed. Before swapping out the sheath, it was noted that there was one strange deployment where the closure device seemed to pop from a posterior lobe to an anterior lobe in a concerning matter. The physician checked for an effusion immediately, however nothing was noted at the time. The physician swapped the double curve was for a trusteer access sheath and went back up with a second 24mm closure device. Two (2) deployments with steering into the appendage were completed when an effusion was noticed behind the appendage that was not there initially. The transesophageal echocardiography (tee) physician did a sweep, and confirmed that the patient did have a pericardial effusion. The patient heart rate and pressures began to drop, but the effusion did not appear to be getting bigger. The physicians watched for about ten (10) minutes before deciding to tap. Approximately 70cc of fluid were removed, and the pressures and heart rate went back. The patient was closed up and was stable in the intensive care unit (ICU).